Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On the day of the event the patient took a fingerstick and noted an inaccuracy. The patient would have been experiencing both a hypo and hyperglycemic event, and reported she was thirsty, dizzy, trembling, sweating, had ¿glassy¿ eyes, was unable to stand up straight, and was unable to talk. The patient called an ambulance twice on the event date, once at 13:45 and once at 19:10. At one point during the event the patient drank coca cola, and juice. The ambulance came and removed the pump. No further treatment was reported, and it would not have been needed to take the patient to the hospital. After the ambulance already had left, at 20:30, the patient went to the hospital by herself to ¿check on her condition¿. No treatment was reported from that time, but it was stated that she stayed in the hospital until 00:30. At an unknown time during the event the cgm reading was 123 mg/dl, and the blood glucose reading was 600 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.